Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an open wet rash on the chest from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. Patient reports that they were in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician advised temporary removal of the lifevest due to the skin irritation. Follow up indicated that a generic ointment helped the skin irritation to improve.